Manufacturer narrative:
Investigation was performed as part of complaint (B)(4). Based on the initial investigation in complaint (B)(4), due to low signal and reference channel measurements and msp being at 0.129 and falling, it was suggested through escalation at the time of the event, to explant the sensor. The customer was re-inserted with a new sensor on 26th of august.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.